Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
A physician stated that the patient arrived at the emergency room with blood glucose (bg) of 510mg/dl; he denied a diagnosis of diabetic ketoacidosis. He said that the patient was released from the emergency room with bg of 360mg/dl. The patient contacted customer support the next day and stated that his bg was still elevated (300mg/dl). He stated that he had not changed the infusion set for three days when he was hospitalized. The patient reported that after he changed the infusion set his bg resolved to 79mg/dl. The patient stated that he has used insulin pump therapy for 15 years and has developed significant scar tissue. Customer support advised the patient to discuss infusion site selection with his physician. This complaint is being reported because the hyperglycemia was the result of insulin pump therapy.